Manufacturer narrative:
A complete lead was returned in one piece measuring 51.7 cm. External insulation abrasion was noted at 49.7 cm to 49.9 cm from the connector pin, consistent with lead friction with another device or feature of the heart. This is consistent with the field report of noise. All other damage was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a pacer dependent patient presented with noise on right ventricular and right atrial leads. The leads were explanted and replaced. Patient is stable.